Event description:
The initial reporter stated that the administration set was leaking from the filter. Mmd did follow up with the initial reporter. They stated that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. (B)(4).

Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.